Event description:
Pt had been sleeping. O2 saturation at 99% while rn was in room, pt awoke and quickly became cyanotic, anxious & respiratory rate increased to 30's. Ventilator alarm went off and then silenced. No air being delivered to pt.